Event description:
The event is reported as: the heater overheated. A nurse saw the temperature display at 47 and the tubing was very hot. No injuries reported.

Manufacturer narrative:
Product has been received by MFR for eval, however, the investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.